Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the third firing, the staples were not formed as intended and not closed. Once extracted, the reload was damaged. The procedure was carried out and finished using the same device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53194. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Additionally the cartridge pan was received detached from the reload. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.